Event description:
It was reported that a user accidentally initiated a rewind while the pump was connected to the body and was not ready for a supply change; the user required assistance to prime the tubing and received education on disconnecting to prime and selecting "no" when prompted to insert a new infusion set. Symptoms included no reported clinical effects. Outcomes included no functional limitations or need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed proper device function with user error related to pump operation and priming steps. It was concluded that the event was due to use error without device malfunction and that guidance resolved the issue.